Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and two thunderbeat devices were returned to olympus medical systems corp. (Omsc) for evaluation. The characteristic values (electrical capacitance, resonance frequency, amplitude value) of the subject device which affect output activation were measured. No abnormalities were detected. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total hysterectomy, the subject device was used in combination with two thunderbeat devices. The probes of two devices broke off and fell inside the patient. The fragments were retrieved. The intended procedure was completed with the third device. There was no patient injury reported. The user wanted the subject device to be checked as they were unsure if the breakage of the probes might be due to the subject device.